Event description:
The hospital reported inability to switch to mechanical ventilation during a case. The patient was switched to manual ventilation and case was completed. There was no patient injury. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue.